Manufacturer narrative:
The insulin pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. No unexpected alerts, alarms, or anomalies noted during testing. Pump's history and trace files downloaded successfully using thus software and carelink and generated reports. In the pump history and trace files found bolus deliveries on the event date of 14-jun-2021 at 08:27:47.000, 10:56:52.000, 17:54:00.000, and 22:20:18.000. No alerts, alarms, or anomalies were found in the pump history files and traces on the event date. Pump was cut open to perform visual inspection and found dried insulin on the motor slide, and moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and partially broken retainer. Possible over delivery anomaly was not confirmed during testing. Unable to verify customer's complaint for low bg's. Partially broken retainer ring was confirmed. Dried insulin on the motor slide was confirmed. Moisture damage isolated to the battery tube was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 57 mg/dl. Customer¿s current blood glucose value was 201 mg/dl. The customer treated low blood glucose with glucose tablets. The customer stated that the symptoms related to low blood glucose such as numbness in the lip and general malaise. The customer believed the insulin pump was possibly over delivering insulin. Customer stated they recalled insulin dripping or squirting from end of set before connecting at their site and could see drops. Customer stated they no longer believed insulin pump was over delivering because at the time, the insulin pump had no connection to the sensor and no values, so couldn't stop. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.